Event description:
It was reported that a guidewire tip fracture occurred. The target area was located in the lateral femoral artery (lfa). A 180cm renegade hi-flo 135cm 20 preload fathom system was selected for use. During the procedure, after the coil was deployed and pushed forward using a guidewire, it was noted that the wire hooked with the coil. Furthermore, when the device was withdrawn out of the patient's body within the catheter, it was found out that the tip of the guidewire was fractured. The device was completely removed within the catheter without needing additional intervention. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The renegade was visually and microscopically examined and identified no damage on the device. The returned fathom guidewire was also analyzed and no damaged was noticed. The tip of the guidewire was intact and no fractures or separations were noticed. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that a guidewire tip fracture occurred. The target area was located in the lateral femoral artery (lfa). A 180cm renegade hi-flo 135cm 20 preload fathom system was selected for use. During the procedure, after the coil was deployed and pushed forward using a guidewire, it was noted that the wire hooked with the coil. Furthermore, when the device was withdrawn out of the patient's body within the catheter, it was found out that the tip of the guidewire was fractured. The device was completely removed within the catheter without needing additional intervention. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.